Event description:
On 8/17/98 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. While the physician was tamping the collagen, the pt made a sudden extreme movement. Hemostasis was not achieved with the device and a femostop device was used with control of the bleeding. The pt was later discharged home. Five days later the pt complained of pain at the puncture site. The pt was placed on heparin with resolution of the pain. As the pt was noted to have cool bilateral lower extremities, he was then taken to another hosp where he was admitted and an angiogram performed. A partial obstruction was identified and the decision was made to treat it surgically rather than medically (with anticoagulant therapy). On 8/25/98 the pt was taken to surgery where the device anchor, collagen, and suture were identified to be intact and to be located in the distal end of the superficial femoral artery in the popliteal area (approx mid-thigh). The device was removed and flow restored. As of 10/1/98 there has been no further report to the MFR of complication or pt sequelae.